Manufacturer narrative:
Evaluation results: (insufficient information). No results available since no evaluation was performed (no device received for evaluation). (No device received for evaluation). Deformation problem. Evaluation conclusion: (insufficient information). Unable to confirm complaint (no device received for evaluation). (B)(4).

Event description:
Physician attempted to post dilate a lesion with 90% stenosis and high calcification and using a nc sprinter 3.0x12mm balloon. The vessel was non-tortuous. The balloon was advanced to the lesion, was inflated to 14 atm and ruptured. The lesion was treated with another balloon from another manufacturer. No clinical sequalae reported.

Event description:
The physician attempted to post dilate a lesion using a nc sprinter balloon. The balloon was inflated to 14 atm and ruptured. No patient complications were reported.